Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not turned on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen and would not power on due to a faulty pyxibus controller and cable connection between the station and the tower. A field service engineer disconnected all peripherals from the communication sled, confirmed the station powered on, and then systematically reconnected components. After identifying the tower as the source of the issue, the engineer replaced the pyxibus controller in the tower and the pyxibus cable from the station to the tower. The station successfully booted into the application, and the tower was configured. The system functioned as intended after the field service engineer repaired the device.